Event description:
It was reported to patient services on (B)(6) 2011 that this patient can feel when her lead is checked and she is very sensitive to it. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).